Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during endoscopic sinus surgery the tip part was broken, the procedure was completed with the spare product. There was no patient impact.

Manufacturer narrative:
B5: additional information received. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H3: analysis found that device in a portion of the pouch were returned in a (triple) plastic bag. There was a gap observed between the inner and the middle tube tips. The distal end of the middle tube/tip was expanded and passed the distal end of the outer tube. There were traces of contamination observed on the expanded portion of the middle tube spiral wrap. The inner and middle tube assemblies spun by hand with binding. The device was securely loaded into a handpiece but was unable to spin. For further analysis, an x-ray was performed to capture internal components of the device, and it was observed that the middle tube spiral wrap was expanded and some of the vertebrates on the middle tube spiral wrap were broken. The device failed functional testing due to defective conditions upon return and the inability to spin properly. The complaint was confirmed, due to an out of specification condition. H6: codes updated, previously submitted codes fdd a0401, fdm b17, fdr c20 and img g04041 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that no fragments detached, the tip was gradually protruded.